Event description:
It was reported that the patient presented at the emergency room for an atrial tachycardia. X-ray revealed that the patient's right ventricular (rv) lead had dislodged. The rv lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.